Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had blank display. Customer's blood glucose at time of incident was 86 mg/dl. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery but display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.